Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were returned for evaluation - test strips are expired, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 24-mar-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 315, 195, 164, 213 and 250 mg/dl. The customer¿s expected am fasting blood glucose test result is <120 mg/dl and expected pm fasting blood glucose test result is <150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 02/22/2023 and test strips were opened 8 months prior to the call. The customer did not have another vial of test strips that had been stored and handled correctly. Customer was upgraded to true metrix product line. The meter memory was not reviewed for previous test result history, customer provided results from her logbook: result 1: 315 mg/dl date: (B)(6) am fasting. Result 2: 195 mg/dl unknown date am fasting. Result 3: 164 mg/dl unknown date pm fasting. Result 4: 213 mg/dl unknown date am fasting. Result 5: 250 mg/dl unknown date am fasting.